Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of back flow as well as tubing falling apart could not be verified due to the product not being returned for failure investigation. Device history record review for model 41173e lot number 22069613 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ gravity sets back-flowed during the infusion. The following information was provided by the initial reporter: "describe the event or problem: our IV tubing gravity administration set has been back flowing excessively on multiple patients over the last week. What was the original intended procedure? : IV fluids what problem did the user have: device malfunction - that is, the device did not do what it was supposed to do".

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ gravity sets back-flowed during the infusion. The following information was provided by the initial reporter: "describe the event or problem: our IV tubing gravity administration set has been back flowing excessively on multiple patients over the last week. What was the original intended procedure? : IV fluids. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified? The initial reporter also notified the FDA via medwatch#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.